Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device was used for four firings without any problem. They attempted to transect the jejunum and on the proximal side of the staple line, the staples did not form. They were stuck in the tissue. They sewed and cut to close the opening. Another device was used to complete the procedure.

Manufacturer narrative:
(B) (4). (B) (4). Nicked knife. Eval summary: the device was received for analysis with no visual non-conformances and with an empty reload present. The device was tested for functionality with a test reload. The functional test demonstrated the device fired, cut and formed all the staples as intended. However, the cut was jagged due to a damaged knife. Although we are unable to conclude exactly how the damage to the knife occurred, a possible cause is firing across hard objects. Please note that a 100% inspection takes place during mfg to ensure the device meets the required specifications prior to shipment. The analysis results showed that five reloads were received sterile the same batch number. The reloads b and c were pulled out and analyzed. The reloads b and c were placed into a test device and was tested for functionality; the device achieved a complete 3-strokes and fired without any difficulties noted. The staple line was complete and the staples were noted to have proper b-shape. The reloads were loaded without any difficulties and did not come out during functional test. A batch record review was performed and no anomalies were found during the mfg process. Reloads: batch # e5t20t. Mfg date: 11/20/2008, exp date: 10/20/2013.